Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation papers allege patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in his blood stream, conscious pain and suffering, and loss of earnings.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - bilateral patient litigation papers allege patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in his blood stream, conscious pain and suffering, and loss of earnings. Doi: (B)(6) 2009 - dor: none reported (both hips). Patient is a resident of (B)(6). Update 07/10-2012 - plaintiff fact sheet was received. The product/lot for left was updated. There is no new information that would change the outcome of the investigation. Update 24 nov 2014 - der rcvd. Added surgeon and sales rep details, dor and patients dob. Also added sleeve product. Not this com is for the left side. Once the right side has been revised a new com will be created for that one. Patient had painful hip due to defective asr product. Asr cup was removed and replaced with a pinnacle sector, altrx polyethylene liner. Biolox delta ceramic ts head used on original summit stem.